Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to an unspecified minicap defect. The patient was not hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient had recovered. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015 the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.